Event description:
The customer reported that there were multiple occurrences where the cns monitor displayed "no signal" error. The customer additionally reported that restarting the cns system would not correct the issue. MFR ref #: 8030229-2015-00040.